Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance. Thresholds were stable and no oversensing was indicated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. (B)(4). Concomitant products: 4193 implantable pacing lead (B)(6) 2008; 5054 implantable pacing lead (B)(6) 1999; 5068 implantable pacing lead (B)(6) 1999.